Event description:
The initial reporter received a questionable ise indirect na for gen.2 result for one patient sample tested on the cobas 6000 c501 (ul) v. The issue was noted for several assays. The reporter was able to provide one example of a discrepant result. The initial result was reported outside of the laboratory. The patient sample was rerun on their other c 501. The initial sodium result from the module was 157 mmol/l. The repeat result from the other module was 143 mmol/l. The repeat result was deemed correct. The electrode lot number is z3984. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer (fse) inspected the module and found one of the rinse mechanism's dispense valves to be occluded. He then cleaned the rinse mechanism dispense valve. He verified the module's performance by operational and/or mechanical checks with successful results. The customer completed qc with successful results. The last calibration performed on 18-nov-2022 was within specifications. The qc recovery was within range. The alarm trace contains a "cell rinse cleaner 1 volume, warning" alarm. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.